Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 361-388 mg/dl and large ketones. Customer was treated with intravenous fluids and an insulin drip. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, intermittent occlusion alarms had occurred. Customer changed the pump supplies and reverted to manual injections for continued insulin therapy.